Event description:
It was reported that during an afib procedure, errors 932 and 319 appeared and the case was rescheduled because of the product issue. The procedure was being performed in the left atrium and a transseptal puncture was performed prior to the case cancellation. The physician did not consider canceling the procedure caused a potential risk to this patient. The patient did not require extended hospitalization because of the procedure cancellation.

Manufacturer narrative:
Refer to evaluation summary. (B)(4). It was reported that during an afib procedure, errors 932 and 319 appeared and the case was rescheduled because of the product issue. The procedure was being performed in the left atrium and a transseptal puncture was performed prior to the case cancellation. The physician did not consider cancelling the procedure caused a potential risk to this patient. Biosense field service engineers reported that the issue was not reproduced during troubleshooting and the customer confirmed that the issue could not be reproduced during next two procedures. The system is fully operational. Since this was a reportable event, an additional original external manufacturer (OEM) action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
(B)(4).